Manufacturer narrative:
The pump was unable to vibrate due to a broken vibrator wire. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
It was reported that the customer's has and absence of vibration even though the settings were correct. The event occured during normal use. The customer attempted tot change the battery, but the issue continued. Advised to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.